Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was damaged air in line sensor. The event occurred during testing.

Manufacturer narrative:
D9: product received date 8/11/2025. H3/h6: one device was returned for analysis of damaged air detector sensor. There was no 12-month service history. Review of event log found nothing related to complaint. Complaint of damaged air detector sensor was confirmed through visual inspection and air detector test. The air detector sensor was cracked. Replaced air detector sensor. Device passed air detector test post repair.